Event description:
(B)(4). It was verte-stack anatomical peek - I had a cervical spine surgery because of problems and after about a year I was hurting again but it was somewhat different, loss of some feeling in fingers, burning feeling, arm and hand weakness . Severe neck and shoulder pain. Went to doctor when it would not go away and in 2013 I was told that my neck never fused and I had 2 broken screws in my neck at implant area and that the implant was to big and after dye and tests I was told I needed surgery on that same one and one above also now. Got my medical records and started doing a lot of research and found out that the manual on the device said not intended for cervical or posterior implantation. It has caused some nerve damage and loss of feeling and I will have to have surgery again. If it keeps on I could have nerve damage. I really don't know what the broken screws could do in the future. The doctor put this in me and medtronic and done the same thing to a friend of mine the same day and her fusion did not take place either.